Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: further investigation revealed that minimal bleeding occurred, which was managed using an unspecified bipolar instrument. No additional tissue removal was required.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the jaws of the sureform 45 stapler instrument equipped with an unspecified stapler reload, were unable to close and subsequently cut through tissue. The surgeon attempted to staple an unspecified tissue approximately 20 times but was unsuccessful. According to the distributor, the records show that about 1.25 hours were spent attempting to use the instrument without success. The stapler instrument was replaced, and the unspecified tissue was stapled successfully on the first attempt. The procedure was successfully completed robotically without further complications. According to the surgeon, there are no concerns regarding long-term complications. However, short-term complications related to general anesthesia remain possible. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a sureform 45 stapler reload to perform failure analysis. A review of the stapler log shows that the sureform 45 stapler instrument (lot number: l14250123-0029), was used first. It was installed on the system five times intermittently and fired no stapler reloads. On install 1, a blue stapler reload was installed and there were 13 incomplete clamp attempts. No firing was attempted. On install 2, a green stapler reload was installed and no clamping or firing was attempted. On install 3, a green stapler reload was installed and there were 2 incomplete clamp attempts. No firing was attempted. On install 4, a green stapler reload was installed and there were 7 incomplete clamp attempts. No firing was attempted. On install 5, a green stapler reload was installed and there were 5 incomplete clamp attempts. No firing was attempted. All unclamps were successful. Next, the logs show the sureform 45 stapler instrument (lot number: l14250123-0030), was installed on the system four times intermittently, and fired 3 stapler reloads (2 green, followed by 1 blue). On install 1, a green stapler reload was installed and there were 9 incomplete clamp attempts. No firing was attempted. On install 2, the first clamp was successful, and the firing was completed with 5 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 4, the first clamp was successful, and the firing was completed with 0-1 pauses for compression. There were no stapler related errors in the logs.